Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator flow sensor and flow sensor cable are faulty. There was no patient involvement at the time of the reported condition. A non- covidien service provider inspected the device and the customer issue was confirmed. To address the reported issue, the flow sensor and flow sensor cable were replaced. The ventilator was tested and checked to be running normally.